Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose with blood glucose levels of 400 mg/dl and then dropped to 50 mg/dl. The customer was treated in the hospital. The customer was advised to call when she gets out the hospital. The insulin pump will not be returned for analysis.